Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (4,000 mcg/ml at 1 ,744.5 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the patient had increased spasticity due to the catheter coming out of the intrathecal space. The patient had a CT scan approximately a month ago that revealed the catheter had come out of the intrathecal space and was superficial outside the epidural space. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that despite using/being in a wheelchair, the patient was quite active. He was able to get out of his wheelchair fairly easily and got out several times a day to do push-ups. The patient was currently being scheduled for a catheter revision. The surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-mar-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.